Event description:
It was reported that the tip of the probe was broken off in the pedicle during use in surgery. The broken fragment was able to be retrieved. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.